Event description:
It was reported the device had inaccurate battery voltage readings. Review of the performance data from the device found the battery voltage measurements were stable and were in the expected range. It was noted the erratic battery measurements taken at the time of programmer interrogation were likely to continue, and that analysis of the performance data file from the device will show the actual battery voltage. No patient complications have been reported as a result of this event. It was further reported device battery voltage displayed sometimes below eri. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data collected from the device indicates low telemetered battery voltage. The daily battery voltage measurement on (B) (6) 2009 was 2.93v. Interrogated battery voltage the same day was 2.29v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported the device had inaccurate battery voltage readings. Review of the performance data from the device found the battery voltage measurements were stable and were in the expected range. It was noted the erratic battery measurements taken at the time of programmer interrogation were likely to continue, and that analysis of the performance data file from the device will show the actual battery voltage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device indicates low telemetered battery voltage. The daily battery voltage measurement on (B)(4) 2009 was 2.93v. Interrogated battery voltage the same day was 2.29v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.